Event description:
Customer reported that the t: slim x2 pump battery would not charge, and attempts using different wall adapters failed to resolve the issue. There was no adverse impact on the customer¿s blood glucose level. Cts sent a replacement tandem cable and wall adapter and advised the customer on purchasing a compatible charger locally if necessary. Additionally, cts made follow-up attempts via voicemail and email to check if the replacement resolved the problem, ultimately closing the case due to no further contact.